Event description:
During the implant procedure, the right atrial lead was unable to be properly connected to the atrial port of the device. Upon investigation, a small piece of metal was noted inside the atrial port. Another device was used to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of an obstruction in the atrial port was confirmed. Upon receipt the atrial contact spring was observed to have been dislodged inside the atrial port.